Event description:
The surgeon has stopped using surgiflo due to two patients needing to be brought back to the or to clean and washout the incision site. Patients currently doing fine. Surgeon has seen no more issues since stopping the use of surgiflo on every patient. No further information was provided.